Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se)inspected the device and verified the reported issue. The se replaced the display, inverter printed circuit board (pcb) and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during maintenance the ht70 plus ventilator had an erratic display. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: no fault was found for the returned lcd assembly. The complaint could not be replicated under test conditions. No anomalies were found under visual inspection. The component passed all tests and calibrations, and no errors were recorded in the diagnostic logs. One backlight inverter pcb was received by failure investigations for analysis. The complaint was isolated to a root cause of a defective high-voltage transformer. No corrective action is required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.